Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day as insertion, the patient began experiencing symptoms localized to the sensor pod area, including redness, swelling/inflammation, small bumps or pimples, pain, and general discomfort. The patient reported that the reaction originated at the puncture site as a small bump, which progressively enlarged and was accompanied by increasing redness, swelling, and pain. The patient initially self-treated with topical mupirocin ointment available at home; however, symptoms did not improve. On (B)(6) 2026, the patient sought care at an urgent care center. Upon evaluation, the physician diagnosed an infection involving tissue between the skin and muscle. The patient was prescribed cephalexin, to be taken three times daily for seven days. At the time of initial reporting, the patient had just begun the prescribed antibiotic therapy and indicated that symptoms remained unchanged, with improvement yet to be determined. On (B)(6) 2026, a follow-up call was conducted by dexcom technical support. The patient reported significant improvement and stated that the affected area had healed quickly. At the time of follow-up, the patient¿s condition was stable. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).